Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of capture, loss of sensing, and high pacing impedance were noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of loss of capture, loss of sensing, and high pacing impedance were not confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis of the connector boot was measured within product specification. The lead could be inserted into the test is4 connector sleeve and the test ICD.